Manufacturer narrative:
D3: upon further review, the previous d3 date was incorrect on MFR report. It should instead be 2023-09-19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction and non-obstructive urinary retention. It was reported that on (B)(6) 2023, the manufacturer representative (rep) met with patient at the physician office by request of the patient. Patient stated they had been experiencing pain at the ipg site located in the right buttock. Patient stated that they had to be mindful when they sit and sleep at night because any pressure placed on the ipg causes them pain. They turned the stimulator off on (B)(6) 2023. Pain symptom remained unchanged. They performed an impedance check. No impedance issues tested on c4/1.2a. The patient was seen by the physician, as well. Physician assessed the ipg site and spoke with the patient. The physician stated there was no swelling, no hematoma, and it did not appear to be infected. The physician prescribed an antibiotic just to be safe. The physician stated they believed the patient was experiencing pain due to their neuropathy. The physician recommended the patient to remove the system unless they would like a second opinion. Patient will be on the antibiotic for one week and report back to the physician with their decision. On 2023-sep-19, the rep reported that the patient sent an email stating that they completed the prescription of antibiotics for the pain and the ipg site but it did not alleviate the pain. The patient had scheduled a removal of the device on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.